Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this haiou medical safety syringe with needle. Haiou medical manufactures the syringe that is included in the convenience kit. Mckesson medical surgical does not undertake any further manufacturing or relabeling of the syringe. The kit and kit lot number were not provided by the customer. We have notified (B)(6) of this report who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
It was reported that the needle detached from the syringe and was left in the clients arm when the nurse retracted.